Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, customer places insulin into syringe, pushes insulin into cartridge, then pulls insulin out of cartridge to remove cartridge air, and wears the infusion set for 3 days. Clinical support advised customer that placing insulin into syringe, pushing insulin into cartridge, then pulling insulin out of cartridge to remove air, and wearing the infusion set for 3 days, if off label per the user guide. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.